Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clips were not deploying correctly. Clips were not aligned when closed. Clips also not loaded when last clip was fired correctly. It is unknown how procedure was completed. There was no patient consequence.